Event description:
On 11/26/93, pt had catheter inserted. Pt experienced paralysis to both legs in par. Pt evaluated 11/26/93. Pt returned to surgery on 11/29/93 for extraction of epidural catheter. Pt came down to surgery with portion of catheter removed which is the outside portion of device. A dressing was noted at the site. Catheter was extracted through the same lumbar incision used for insertion. Catheter was extracted in its entirety. Bacitracin 50,000 u/1000cc nacl used for irrigation. Pt moving feet, wiggling toes, rotating legs laterally and medially.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.